Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3+ and enlarged atrium. A triclip xtw was inserted and placed on the tricuspid valve. While attempting to deploy the clip, a knot was observed on the lock line. The lock line was retracted approximately 15 cm when resistance was encountered. The clip deployment continued, and the clip lock line was completely removed as the clip delivery system was being removed. The clip was deployed. A second clip was implanted without issues. The procedure was completed with two clips implanted, reducing the tr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the difficulty removing the lock line (physical resistance/sticking) appears to be the result of the knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.